Manufacturer narrative:
The insulin pump passed prime and no delivery tests. No excessive "no delivery" alarms were noted. No moisture damage was found on electronics assembly. The pump had broken reservoir tube lip, cracked battery tube threads, reservoir tube, reservoir tube window, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the pump. The customer's blood glucose reading was 514 mg/dl. The customer treated the high readings with manual injections. The customer stated that the alarm occurred during manual prime. The customer stated that she received the no delivery alarm after she changed out the infusion set. The customer stated that she was mopping the floor and fell and broke her shoulder. The customer stated that there are small cracks on the pump. The customer was advised to run manual prime. The customer stated that insulin did exit. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.